Event description:
IV lines got caught on swing in crib. The cvl line snapped above the level of the clamp. Cvl replaced in 2006 in or. Surgical intervention required to remove catheter, and implant new one.